Event description:
It was reported by the affiliate that they had firing difficulty with pmw35. Difficulty in removing stapler after firing. The staples get lodged in stapler head after firing. Opened another device to complete the case. There was no consequence to pt.